Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and found press m button to calibrate the system on the pendant screen. The m button was pressed and it recalibrated motion and allowed the door to open. The representative also updated new electronic picture archiving and communication systems (pacs) and turned off dose report due to an error message coming up after each image sent, which looked like a digital intercommunication of medicine (dicom) failure. The error logs were analyzed and this was the first occurrence of this issue. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, while attempting to open the gantry on the imaging system, nothing happened. A clicking sound could be heard from inside. The site representative was able to extend and raise the gantry, but was unable to lower and pull the gantry back in. When attempting to rotate the gantry, the rotor would move very slow and at points would move back and forth. The pendant was showing stand alone mode. There was no patient present when this issue was identified.